Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the unable to obtain medication from the failed drawer. A field service engineer (fse) arrived at the station and was able to successfully recover the drawer. The customer stated that the user had issue on the zebra printer. The fse deleted the drivers, powered everything down, powered it back up, and reconfigured the zebra printer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to obtain medication from failed location. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex d.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to obtain medication from failed location. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.